Event description:
Meter had the incorrect date/time due to power loss. Pt reported contacting emergency services and receiving intravenous treatment; however, no further information was provided. The customer care representative educated and trained the pt on setting the time, date, and the unit of measurement. The meter prompted the three dashes (--) after resetting the meter options. Based on the unresolved issue, there is an indication that the product malfunctioned and that the event meets criteria for a medical device reportable. The meter was replaced.